Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibited fibrin and red blood cells in the serum after processing. There was no health impact or consequences reported.